Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the event was attributed to degradation issues, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the videoscope had a chip in the bending section adhesive. There were no reports of patient involvement.